Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were opened for use for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, a crack was noted on the laser fiber when it was taken out from the package. A second flexiva 200 laser fiber was opened and it was broken when it was clamped on to the drape. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were opened for use for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, a crack was noted on the laser fiber when it was taken out from the package. A second flexiva 200 laser fiber was opened and it was broken when it was clamped on to the drape. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block a2: exact patient age is unknown; however the patient was reported to be over 18 years old. Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10:investigation result the fiber was returned broken in one piece the piece measured approximately 313.9 cm from the top of the connector which includes the entire distal tip and was kinked. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT.the report number is being corrected from: 3005099803-2018-62119 to: 3005099803-2018-61144.